Event description:
Pt presented to the treating optometrist (ecp) with redness and pain od. The pt was diagnosed with a superior temporal paracentral corneal ulcer od. A mild iritis was noted. The treating optometrist considers the ulcer was infectious. No visual deficit is expected as the remaining scar is not in the visual axis. However, the ecp did not have pre event visual acuities. The pt was prescribed vigamox and rest from contact lens wear for at least a month. The ecp states, the pt was not compliant with lens care and recommended a silicone lens if the pt is to return to lens wear. The product in question was not returned for eval. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. The lot history review indicated the product was mfg under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No eval will be performed. No conclusions can be drawn.